Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product - model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and variable pacing impedance. Alerts had also triggered for out-of-range/low pacing impedance reading of zero. Additionally, the lead displayed high thresholds and non-capture at max output, high/undefined pacing impedance and oversensing noise was visible on the electrograms (egm). A lead fracture is suspected. It was noted the patient had not had a device interrogation for over two years. Reprogramming was completed and eventually the lead was extracted and replaced. No patient complications have been reported as a result of this event.